Event description:
It was reported that the stent measured 45mm post deployment; there was an approx 25% shrinkage. The vessel diameter was 5-6mm. There was no report of injury to the patient.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device PMA p070014 currently distributed in the u.s. The stent remains implanted, therefore, no evaluation could be done. The event investigation is currently underway. This event involves two devices with the same malfunction and is the same patient as reported under manufacturer report no 9681442-2009-00032.